Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter:medication was hung on secondary line. Rn noted medication rapidly dripping into primary IV bag.

Manufacturer narrative:
The following fields were updated as possible lot numbers: d4: medical device lot #: 22015782. D4: medical device expiration date: 29jan2025. H4: device manufacture date: 29jan2022. D4: medical device lot #: 22015895. D4: medical device expiration date: 28jan2025. H4: device manufacture date: 28jan2022. D4: medical device lot #: 22016164. D4: medical device expiration date: 28jan2025. H4: device manufacture date: 28jan2022. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-aug-2022. H6: investigation summary: one sample was returned for investigation. He set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline and attached to a bd secondary set primed with blue dye water. The set was loaded into an alaris pump and an infusion was started for 1 hr at 125 ml/hr. No back flow was observed. The customer complaint that the medication rapidly dripping into primary IV bag could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the possible lots: a device history record review for model 2420-0007 lot number 22015781 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 27jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015782 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 29jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015895 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22016164 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: medication was hung on secondary line. Rn noted medication rapidly dripping into primary IV bag.